Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was receiving sensor glucose and blood glucose readings that were far off from one another. The customer reported that several nights ago, he called in after the device went into threshold suspend with a sensor glucose level that was 20 to 50 points away from the blood glucose level. Blood glucose level at the time of the call was 215 mg/dl. The customer was advised that the sensor would be replaced but did not return the product for analysis.